Manufacturer narrative:
On january 26, 2021, mentor became aware of the following: the surgery date was (B)(6) 2020. The explantation date has been updated under field d6b on this form. The left side was intact. The patient underwent bilateral explantation and replacement with serial number (B)(6) on the right side, and with serial number (B)(6) on the left side. The device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (B)(6) 2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" h6 patient code 3191: medical device removal manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 450 cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. Implant felt and looked different, mammogram was performed which found rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.